Manufacturer narrative:
The device was conform on leaving the manufacturing site. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal has heated up and swollen, which caused the mechanical jam. This part was not returned for analysis but pictures were sent for investigation instead. The analysis of these pictures did not allow to conclude on the technical root cause of the event, which remains undetermined. However, this topic is addressed through a CAPA and the conclusion of the investigations already performed indicate that the drill adaptor design must be improved. Corrected data: d4 unique identifier (UDI) #: (B)(4).

Event description:
During an rns case we had the fusion of two 2.45 drill adaptors. This delayed the surgery roughly 10 minutes and no more- fortunately upon the 3rd drill adaptor there was no problem.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
Today during an rns case we had the fusion of two 2.45 drill adaptors. This delayed the surgery roughly 10 minutes and no more- fortunately upon the 3rd drill adaptor there was no problem.